Event description:
The hcp reported the pt was "on 1529mcg/day, but no effect." The pump and catheter were explanted and replaced. A follow up report will be sent when additional information is received.